Manufacturer narrative:
Clarification of dates requested on 05/03/2012. (B)(4). Event is currently under investigation.

Event description:
A complaint was reported via letter to the distributor. Introducer was brought into the left inguinal side and happened to be torn off at the point of puncture. The product was removed and disposed. No info was provided regarding pt or outcome of pt. The MFR (cook incorporated) was never officially notified of this complaint from distributor center.